Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 94 mg/dl. The customer stated that she reverted to a back-up insulin pump and that her insulin pump had been without a battery for four days. Standard troubleshooting was performed. The insulin pump's display returned once a new battery was inserted and the customer was assisted in clearing the battery out of limit alarm. The insulin pump was functioning according to design. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.